Event description:
A micro catheter was placed inside the neuron catheter to deploy glue manufactured by cordis for an avm case. Immediately after the glue was deployed through the micro catheter, the physician pulled both the micro catheter and neuron back at the same time. As the neuron was pulled back by the proximal end, a crack developed near the hub where the yellow jacket sits over the catheter. The pt was reported as doing fine with no adverse events.

Manufacturer narrative:
Technical eval: visual inspection under the microscope of the main shaft at the hug separation shows that the hub has been bent in a sharp angle 90 to 120 degrees during the procedure by holding the device from the hub and creating a levering effect between the more rigid material and less rigid material of the main shaft in the strain relief. The break location constitutes the point of impact subjected to the levering force during handling thus causing the break. The root cause was determined to be user handling during the procedure. These finding are not encountered often in routine clinical usage. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on august 28, 2009.